Event description:
Customer reports false negative leukocytes on instrument. When sample examine microscopically leukocytes are visible. No report of injury with the event.

Manufacturer narrative:
Customer notes this is an intermittent problem. Biorad qc is run daily and results are within range. Customer was advised to continue to confirm results microscopically and visually. Customer advised on proper cleaning of the test table. Part number of new test table also provided if customer wishes to order new table. Manufacturer awaiting verification of improved results with new table or effectiveness of cleaning current table.